Event description:
It was intended to use a 2.5 x 18 mm endeavor resolute rx drug eluting stent to treat a very calcified lesion. The lesion had 90 % stenosis. The device was removed from packaging per the IFU and inspected with no issues noted. The device was also prepped with no issues noted. The lesion was pre-dilated with a 2.0 x 15 mm balloon. The device could not cross the lesion, due to resistance encountered during advancement, and it is reported that stent deformation was noted when the device was withdrawn. The physician believes that the event was procedure related rather than device related. The physician used a new device, to complete the procedure. No patient injury is reported. The device was returned to the manufacturing facility with the stent dislodged from the delivery system, present loosely in the packaging. Additional information confirmed that the stent was dislodged in vivo, and removed from the patient's body without issue. Evaluation summary: the stent had dislodged from the delivery system. The stent was severely stretched and deformed. Crimp impressions were present along the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement); patient' condition affected effectiveness of device (very calcified lesion, 90 % stenosis); deformation problem (stent). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (very calcified lesion, 90 % stenosis); inherent risk of procedure (stent dislodgement). (B)(4).

Event description:
The lesion intended for treatment was located in the lcx.